Manufacturer narrative:
Additional, changed, and/or corrected data device evaluation: visual analysis of the returned device identified; fold creases, broken shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified; broken shell with sharp edge on anterior side in the same location of crease assessed as fold flaw opening, wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a broken shell with a sharp edge in the same location of crease assessed as a fold flaw opening.

Event description:
Healthcare professional additionally reported right side "creases." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.